Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The noise was extreme and saturated on the screen. The customer exchanged the cable without resolution. The catheter was exchanged and noise resolved. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The noise was extreme and saturated on the screen. The customer exchanged the cable without resolution. The catheter was exchanged and noise resolved. The case was completed without any patient consequence. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and it failed on several electrodes. Further examination revealed that the lead wires were broken inside the catheter handle the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.